Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and was tested on an in-house system and triggered no errors. The unit was tested on the pfpt and failed sine cycle with errors 23118 and 23008 with a p1 value of 0x1, pointing the yaw. Aba trouble shooting was performed. A gold yaw chipencoder virtual absolute printed circuit assembly and flat flex cable was installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there is no fluid intrusion or physical damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, universal surgical manipulator (usm) 1 had recoverable fault 23118. Error 23118 was observed in the system logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through an emergency power off (epo) of the patient side cart (psc) with no change. The tse walked the caller through a back drive of axis 1, but the issue was not resolved. The tse walked the caller through disabling the usm 1. The surgeon proceeded as a three-arm case. There were no reports of patient injury.